Manufacturer narrative:
Conclusion: the device history record and frame record were reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. In this case it was reported that the balloon was not fully deflated leading to the valve getting dislodged. It was reported that a decision was made to inflate the balloon inside the valve to snare / pull it into the descending aorta, after the valve was dislodged; though use of a snare / balloon to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ this indicates that the probable cause for the reported rupture and perforation that led to the secondary harms of decline in blood pressure and then patient death, are most probably due to the user snaring/ moving the valve with the balloon. Additional information stated that the initial bav performed was due to the valve frame expansion. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determined. Per evolut IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Based on the additional information, preliminary assessments of the cause(s) of the rupture / perforation that were reported suggest that a post valve deployment intervention is possibly among the factors leading to both the rupture and the perforation. As it was reported that a 24mm non-medtronic balloon was used. The non-medtronic balloon is what is called a non compliant balloon. Per the IFU in the precaution section; a non-compliant balloon should be at least 1 mm smaller than the diameter of the native aortic annulus. In this case we do not know the annulus measurement, however, the 24mm non-medtronic balloon is not listed in the IFU as a recommended balloon size for the 26mm evolutpro plus valve. In the event that larger balloon diameters than those listed in the IFU are required to expand the evolut pro+ tav due to clinically important residual aortic regurgitation or stenosis, using ¿bailout¿ intraventricular balloon positioning when performing pid avoids expansion of the narrowest portion (waist) of the evolut pro+ tav. This can mitigate the risk of leaflet damage. Dilatation with I ntraventricular balloon positioning should be performed with caution in the setting of a smaller ventricle cavity, presence of left ventricular outflow tract (lvot) calcification, or wire positioning that interferes with mitral valve function, in order to avoid any unintended balloon interaction with anatomy. The balloon¿s length and diameter, along with the individual patient anatomy, must be considered. Care should also be taken not to exceed the annular diameters when performing pid with intraventricular balloon. In the event that a bailout pid with intraventricular balloon positioning is performed, the nominal diameter of the balloon should not exceed the annular diameter when using compliant or semi-compliant balloons; the nominal diameter of the balloon should be at least 1 mm smaller than the annular diameter when using non-compliant balloons. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the post-implant bav was performed due to valve frame expansion and physician preference. Per the physician, the perforation may have occurred when the balloon was inflated or when the valve was moved to the descending aorta. Pharmacological support was administered. An autopsy was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 02-apr-2023, UDI#: (B)(4). Product analysis: no product were returned. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A post balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. The balloon was not fully deflated, causing the valve to dislodge. After several attempts to stabilize the valve in the descending aorta, the implanting team decided to inflate the balloon inside the valve to pull it to the descending aorta. A second transcatheter bioprosthetic valve was successfully implanted. Following the implant of the second valve, the patient's blood pressure continued to decline. An angiogram revealed a perforation of the aortic arch. The patient subsequently died due to a suspected rupture of the descending aorta.